Event description:
It was reported by service report that the bed has intermittent power due to the auxilliary power cord missing its ground prong. No pt involvement or adverse consequences are reported.